Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: description of event or problem.

Event description:
1. Was the event happen during primary surgery or revision surgery. Primary. 2. It is stated in the event description that "was surgery delayed due to the reported event? No. If yes, number of minutes: 3 min," can you please clarify what you have stated for the duration of delay is it 3 days or 3 mins? 3 min. 3. Can you please provide the reason why the poly insert broke? Due to the nature of the reported event, and in accordance with our procedures, we are required to request the following information to assist in the investigation. Please could you let me know if any/none of this information is available: patient demographics the following are the types of patient demographics we require: relevant comorbidities, date of implantation ,(B)(6)2020.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: examination of the returned device did not confirm the device was broken, but did confirm deformations present on the tab. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken poly of insert.